Event description:
A surgeon reported performing intraocular lens replacement surgery due to unexpected post-operative refraction. Results were 3 diopters different than anticipated. The surgeon reported initially implanting a 21-diopter lens. The replacement lens was a 23-diopter lens. Additional information has been requested.